Manufacturer narrative:
The date of the event onset was reported as approximately (B)(6) 2016 (specific date unknown). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unreported date, pd therapy was discontinued. The patient¿s pd catheter remains in place and current mode of dialysis therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.